Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly calcified and tortuous proximal popliteal artery near the tp (tibioperoneal) trunk. A non-abbott laser catheter was advanced over the spartacore guide wire without any resistance. Upon removal of the catheter, resistance was noted with the guide wire. Both devices were removed as one unit. There was no adverse patient effect and no clinically significant delay in the procedure. A new spartacore guide wire was used to complete the procedure. No additional information was provided.